Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the laparoscopic inguinal hernia repair, the device jammed at the first click as the tacker is being applied onto the mesh. The surgeon clicked the device a few more times and three tacks came out and fell into the patient's cavity one after the other. The tacks were retrieved laparoscopically and a new device is used to complete the procedure. There was no patient injury.